Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during testing, the pump powered on with functional auditory and vibratory features to a blank display screen. The pump¿s cover was removed and the u22 eeprom unit was found cracked. An eeprom failure was concluded during testing. During visual inspection of the pump, it was observed that there was no damage found to the keypad. The initial complaint of the alleged keypad button issue could not be adequately investigation due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.